Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer's blood glucose level was 120 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.